Event description:
During an incident in 2000 involving a female patient found in bed in cardiac arrest, CPR was begun, this defibrillator was set up, then ems arrived and used this defibrillator. A note returned with the defibrillator stated "possible malfunction, unit used by ems personnel, did not shock".

Manufacturer narrative:
The defibrillator in question was found, as returned, to be unable to retain a battery. In this condition, the unit was inoperative. The ejector spring was missing from the battery compartment and the back panel, that retains the spring mount, was cracked. The spring and back panel were replaced and proper operation for patient treatment was verified. The technician did not include in his report information to suggest the cracked back panel allowed release of the ejector spring, but a blow to the back panel could have caused the crack and the release of the spring. The prehospital care report returned with the defibrillator does not mention a problem with the device. The "possible malfunction" mentioned on the customer's service tag does not say what the problem was. It is not known if the physician damage found at the time of service was present at the scent. The hs3000 operating instructions define periodic and after use checks for use at shift changes that would identify a failure of the battery to latch. Gregg burzine was sent a letter, with a copy to mark steffens, explaining our evaluation.